Event description:
It was reported that when the device was connected to the leads during the implant procedure, no pacing and loss of capture was observed. Device was not used and was replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of loss of pacing and loss of capture was not confirmed. The device was tested on the bench and no anomalies were found.